Event description:
An optometrist reported, a patient with extreme light sensitivity 12 days post lasik treatment; the topical steroids were increased for two days then tapered. By two weeks post lasik treatment the symptoms had resolved and the patient resumed normal post op care. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).